Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized for high blood glucose levels and signs of diabetic ketoacidosis. The reported blood glucose reading was 645 mg/dl. Troubleshooting was performed, and verified that the basal rates were programmed, but the customer didn't know if they were correct. The customer also stated that she usually has bent cannulas and blood at the insertion sites. Advised that she might be using the wrong infusion sets for her body type. The insulin pump initially failed the prime test. During the second attempt, the call was disconnected. Attempted to call the customer back, but there was no answer. Nothing further was reported.